Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. The patient reported 4 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. The patient reported 4 instances in which each event has similar details but occurred on different event dates. A report was posted on facebook stating that the patient experienced three diabetic strokes and memory issues. The patient reported three instances in which each event has similar details but occurred on different event dates. According to the complaint, the device indicated that on or around (B)(6) 2025 the patient¿s blood glucose was low when, in fact, it was approximately 700 mg/dl, which reportedly caused the patient to become ill. No additional details were documented. Per follow up with technical support on (B)(6) 2025, the patient declined to provide additional details regarding these events. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.